Manufacturer narrative:
510k: this report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal occurred on (B)(6) 2018 due to the patient presenting pain. During the hardware removal, the surgeon went to remove screws and discovered one (1) broken 3.5mm cortex screw. The surgeon tried to retrieve the cortex screw from the patient and failed. The screw was left in the patient. This caused no more than a five (5) minute delay in the surgery. The plate, three (3) 3.5mm cortex screws and four (4) 2.7mm locking screws were successfully explanted from the patient. There was no patient harm. Concomitant devices reported: 2.7/3.5mm va-lcp (part no. 02.107.302, lot no. H319094, qty 1), 2.7mm locking screws (part no. Unknown, lot no. Unknown, qty 3), 3.5mm cortex screws (part no. Unknown, lot no. Unknown, qty 3) this report is for an unknown cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.